Event description:
It was reported that during the processing of (B) (6) using the device, heta-starch was added without incident and the unit was not centrifuged prior to expression. Upon proceeding to transfer a fraction of the unit into the 200ml transfer bag component of the device at which time a leak was detected leukocyte-rich fraction was lost due to a ½¿ hole/slit in the 200ml transfer bag located towards the bottom and appearing to have penetrated through the both the back and the front of the bag film. There was only a 5% recovery and a total of 21mls in two parts {15 & 6 ml} which were salvaged.

Manufacturer narrative:
Investigation: the firm's engineering department evaluated the returned device. Visual examination confirmed the presence of a penetrating slit from the front to the back of the transfer bag component of the device. On the front (labeled side) of the bag, the slit was 4 cm long; viewed from the back, the slit was shorter than the front, about 2 ½ cm long. Thus, the slit penetrated both sides of the bag. The clean edges of the cut, as seen under microscopy, strongly suggest the bag film was sliced open: analysis: this type of damage is unique in the experience of the firm's engineering department. It is sop to keep any kind of sharp implements away from the bag manufacturing area. A review of the device history record disclosed no manufacturing deviations during the manufacture of this lot that suggest otherwise. It is possible that such damage was the result of exposure to a knife-edge after the device had been shipped, for example if the shipping container or shelf container had been opened with a box-cutter. Summary: the user's report was confirmed. The investigation failed to link the damage to the device design or manufacturing factors. The proximate cause appeared to be exposure to a sharp edge. While the damage may have occurred after manufacturing and packaging was completed, it was not possible to pinpoint the time or place, and therefore the root cause remains indeterminate. Unless substantially significant information becomes available, this constitutes a final report.